Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of explant is estimated.

Event description:
Related manufacturer report number: 1627487-2021-19302. It was reported that post drg trial implant procedure, a hematoma was observed on the lead from position t3 to t12. There were no blood or cerebrospinal fluid leaks observed. Patient felt post procedural pain and experienced twitching in their leg. Patient was sent to the nearest hospital. The trial leads were removed at unestimated date. Patient had no complications during the procedure and was recovering well. Patient was stable.